Manufacturer narrative:
The hvad pump ((B)(4)) and a driveline extension cable with unknown serial number were not returned for evaluation. Controller, (B)(4), was returned for evaluation. Review of the manufacturing documentation of (B)(4) confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed contamination on the controller driveline connector. Functional testing revealed that the "no power" alarm failed to sound when both power sources were disconnected. Evaluation of the internal nickel-metal hydride (nimh) battery revealed that the battery was leaking. The most likely root cause of the "no power" alarm failing to sound can be attributed to a faulty internal nimh battery. The observed faulty battery is an additional observation not related to the reported event. An internal investigation was opened to further evaluate "no power" audible alarm failures. Supplemental testing revealed that the real time clock (rtc) was reset to zero. However, when the date and time were set to actual time and the internal battery was adequately recharged, controller was able to keep accurate date and time. The rtc was reset to zero most likely, because controller had not been connected to external power for extended periods and its internal coil cell battery had run down. The hvad controllers have an internal battery (bt2) with the sole purpose to back-up the date and time. A reset to zero of the rtc has no impact on normal functionality of the controllers. It affects the time stamp of the events and data entries in log files. The observed real time clock error is an additional observation not related to the reported event. Log file analysis revealed several electrical fault alarms on (B)(6) 2013. The electrical fault alarms were indicative of an open phase in the front stator. On-site inspection of the driveline cable and driveline extension cable revealed contamination on the connectors. A cleaning procedure was performed to mitigate the conditions reported. As a result, the reported event was confirmed. The hvad instructions for use cautions that the driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. An internal investigation was opened to further evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted the most probable root cause has been attributed to design/training issues. Other devices involved in this event: brand name: heartware ventricular assist system- driveline extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system controller 1.0, controller/ model #: 1407de / expiration date: yyyy-mm-dd, UDI #: unknown, return date: 201-10-01. (B)(4). The returned controller ((B)(4)) failed visual examination and functional testing. Heartware ventricular assist system- driveline extension, driveline extension/ model #: 100/ expiration date: unknown, UDI #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced electrical faults. The physician disconnected the driveline from the extension cable and found a green slimy substance within the connector of the extension cable. It was cleaned by the physician and the driveline was connected directly to the controller. A driveline cleaning service was performed, and a small amount of clear fluid was visible within the inside of the connector. The driveline extension cable was removed from service. The controller and the driveline connector are still in use.